Event description:
It was reported that the cordless driver 3 overheated. No medical intervention and no adverse consequences were reported with this event. No further information is avaliable from the user facility.

Manufacturer narrative:
The reported event was confirmed by the manufacturer service technician through functional testing, disassembly, and visual inspection. Upon visual inspection, the manufacturer service technician confirmed the motor windings were damaged. A damage motor winding component may cause overheating as reported.